Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device had no telemetry and was forwarded for detailed analysis at our quality assurance laboratory. High power visual inspection of the header and device case noted no anomalies. During testing there were no tones with magnet application and no radio frequency wakeup pulses. The device case was removed and the battery voltage measured at 0.0 volts. The battery fuse was measured and was still intact. The battery and high voltage capacitors were removed from the circuit and measured individually. All three were equally depleted. The current drain measured normal with external power applied. A full memory download was able to be obtained. However, the information from the device's memory did not have any significant findings. Based upon analysis results the root cause of the battery depletion was unable to be established. The reported event of the inability to interrogate the s-ICD was confirmed and determined to be due to the battery depletion.

Event description:
It was reported that during an implant procedure prior to implantation, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated while still in sterile packaging. Multiple attempts with different positions and different programmers were used without success. The programmers were verified to be working properly; thus it was determined the inability to interrogate was related to this unopened device. A new device was successfully implanted in the patient. Technical services (ts) was consulted and discussed the option of attempting to perform a magnet reset. This device remained unopened and was returned for "analysis".

Event description:
It was reported that during an implant procedure prior to implantation, this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated while still in sterile packaging. Multiple attempts with different positions and different programmers were used without success. The programmers were verified to be working properly; thus it was determined the inability to interrogate was related to this unopened device. A new device was successfully implanted in the patient. Technical services (ts) was consulted and discussed the option of attempting to perform a magnet reset. This device remained unopened and is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.